Event description:
It was reported that during an implant procedure, the vad coordinator was ready to purge the pump and connected the driveline with the controller in turn with the patient cable from the power module. The pump started but 20 seconds later, communication was lost with the monitor that did not allow the data to be seen. Parameters of the pump subsequently started a constant wrench alarm and a message appeared on the controller for controller failure. The controller was disconnected and reconnected but the alarm continued. The controller was exchanged and the implant surgery continued. The controller exchange resolved the event and there was no patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue with a yellow wrench alarm was confirmed with the returned system controller, serial number (B)(6). The system controller was properly connected to a test power module and test system monitor and the communication was not able to be established and the reported alarm was active on the system controller. During the troubleshooting process, the proper communication with the test system monitor was able to be established and the log files were successfully retrieved. The event log file was filled with events where controller clock corrupt and backup battery fault not installed were recorded which suggested that the clock was not set, and the backup battery was not installed. In addition to these faults, there was a controller internal fault alarm captured due to a timebase fault. The data also revealed that the system controller was able to operate the pump when the driveline was connected. The periodic log file did not contain any data. The evaluation of the system controller isolated the problem to the printed circuit board (pcb); however, the specific location on the board was not able to be identified. The company will continue to monitor and track similar events. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.